Manufacturer narrative:
Patient related factor. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -2.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault, significant reduction of iridocorneal angles. The problem was resolved. Cause reported as a patient related factor. Status of the eye is "quiet.".

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -2.50 into the patient's left eye (os) on (B)(6) 2021. The patient experienced an excessive vault; significant reduction in iridocorneal angles; and glares/haloes. On (B)(6) 2022 the lens was exchanged with the same model and power; shorter length and the problem was resolved. The status of the eye was reported as "quiet". The reporter indicated the cause of the event was a patient related factor; and the device failed to perform as intended. H6- health effect- clinical code: 4581- significant reduction in iridocorneal angles. Claim# (B)(4).